Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient's device gets white residue that settles in water chamber and some floats in water, and stated that he cleans his device with soapy water. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.